Manufacturer narrative:
The reported event was confirmed through evaluation and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. The archive data was reviewed and contained multiple ua 7 error message on the reported event. A load characterization check was performed and identified a defective load cell. As part of routine service during testing, the device was examined and found a damaged short black cover and is not related to the reported event. After replacement of the load cell and the short black cover, the platform was further functionally tested to full specification and operated as intended with no further issues observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.